Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. This is a follow up to the user facility report submitted and received by masimo. See user facility reference no. (B)(4).

Event description:
Male, white patient w/ left ear "burn" or pressure ulcer noted under oxygen probe on skin when removed. Trauma pt, motor vehicle accident.